Event description:
It was reported that a patient underwent a CABG procedure in (B)(6) 2024 and suture was used. During the procedure, cv surgeon from hospital had experienced suture detached from swage for prolene 6-0 ep8706h while performing CABG procedures during proximal anastomosis. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: 1. Did the needle fall into the patient? Ans: no. If so, please provide the following information: 2. Were x-rays taken to locate the needle? Ans: n/a. 3. Was the needle piece removed from the patient during the same procedure? Ans: n/a. 4. Does the needle remain in the patient¿s tissue? Ans: n/a. 5. What tissue structure is it located? Size of the needle retained ans: n/a. 6. Are any plans in place to remove the needle piece in future? Ans: n/a. 7. If retained, what is the surgeon's opinion of consequences to the patient? Ans: n/a. 8. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Ans: provided answer based on complaint event description.